Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to emergency room and was subsequently hospitalized on (B)(6) 2026 due to diabetic ketoacidosis and hyperglycemia caused by the insulin flow block alarm. The blood glucose level was 490 mg/dl, and the patient was treated with intravenous fluids of saline and insulin. No further information is available.